Manufacturer narrative:
Pieces received not large enough.

Event description:
Surgeon was inserting lumbar interbody device at l4-l5. Inserter was struck with mallet and implant fractured. Pieces were removed and a smaller size was implanted with no incidence.